Event description:
The device was removed from the pt and another device implanted due to fluid loss left side rear tip extender had broken in half and the right side rear tip extender came off the device, separated from the prosthesis in cavity.